Manufacturer narrative:
The device has not been received for investigation.

Event description:
A patient underwent aortic valve repair/replacement (avr) via median sternotomy with concomitant posterior wall encircling ablation. During a frame shift following the initial ablation, a hole was identified in the left superior pulmonary vein (lspv). The injury was successfully repaired with a patch and suture. There was no reported device malfunction, and the adverse event was the result of a procedural complication.